Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was implanted in a (B)(6) year old patient in (B)(6) 2016. It was reported that the patient presented for a follow up in clinic in (B)(6) 2019. Interrogation revealed the pacemaker had reached the elective replacement indicator (eri). The pacemaker was replaced urgently. Premature battery depletion was suspected as eri was reached in three years. Following the procedure the patient was discharged.

Manufacturer narrative:
The complaint of premature battery depletion was not confirmed. The device was received at the elective replacement indicator (eri). Analysis of the device image indicates that the device was programmed to high field settings. Analysis of device performed in nominal settings did not find any anomalies, and voltage is at eri level. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.